Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was located all the way around her mid-section. The rash was itchy and bumpy. The nurse at the patient's physician's office recommended a cream for the patient to use on the rash. After seeking medical advice for the rash, the patient discontinued use of the device. The medical outcome of the rash is unknown.